Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. A review of historical qc fluid results indicates that vitros troponin I es reagent lot 5420 was not performing as expected. In addition, the customer does not process a control fluid with a troponin I concentration at, or below the url and the performance of the vitros tropi es reagent lot 5420 at, or below the url concentration of 0.034 ng/ml cannot be determined. A reagent issue could not be ruled out as contributing factor to the event. Multiple service and maintenance actions have been carried out on numerous subsystems of the vitros 5600 integrated system since 08 january 2024. It could not be confirmed that post service diagnostic vitros tropi es witin run precision testing was performed, therefore, it is not possible to determine if the vitros 5600 integrated system was performing as expected following the ortho field engineer troubleshooting activities. Subsequently, it is possible an instrument issue contributed to the higher than expected result for the patient sample. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufactures recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5420.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 result of 0.157 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(6) and reportability assessment (B)(6).